Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2025 during a home visit, a nurse noted that the peg tube appeared to very short, about 10cm protruding outward, with the rest of the tubing pulled inside. According to the caregiver, this happened gradually over the past 10 days. A gentle pulling outwards was performed, which caused discomfort to the patient, and the tubing slowly retracted back in over about 10 minutes. A bezoar was suspected and a video clip was sent to the gastroenterologist. The patient went to the hospital where a bezoar was diagnosed. The peg was pulled inward and the patient was in pain. A physician was able to be removed the j tube while releasing the bezoar. The connectors were replaced and a new inner tube was inserted passively. After removal of the inner tube with the bezoar, the patient felt immediate relief. The peg tube was returned to its correct position and the patient was discharged home.